Manufacturer narrative:
The device has been received by anspach. The device was evaluated and found to have no indication of "overheating". The device was tested and met mfg specs. The event was not confirmed. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was "overheating". The event was not related to surgery. No injuries or medical intervention were reported. There was no add'l info provided.